Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a broken downstream occlusion (dso) seal. The cause of the customer reported problem was the lcd potentiometer (pot) calibration data was not present. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and recalibrated the lcd pot screen in utility mode. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device showed error code 46184. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.